Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer¿s spouse reported via phone call low blood glucose levels. Customer¿s blood glucose level was 44 mg/dl. Customer treated their low blood glucose levels via carb intake. Customer over delivered a bolus delivery assuming they were not received enough insulin. Troubleshooting on the insulin pump was performed. Customer advised they over delivered and that the insulin pump worked properly. Customer advised they felt better and they were advised to monitor their blood glucose levels. The insulin pump would not be returned for analysis.